Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 39286-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that the patient was admitted into the hospital for severe back issues about a week prior to the report. The hospital would like for the patient to have an MRI. This was the second time the patient had been admitted to the hospital. This occurred in (B)(6) 2015. The patient had not used the stimulator since 2012 because she had been doing really well and didn¿t really need it. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.